Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a motor error alarm while changing out their reservoir. Customer's blood glucose was 379 mg/dl. Customer had treated their blood glucose with the insulin pump. The customer stated they may have exposed their insulin pump to a high magnetic field prior to the alarm occurring. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer also believed their bolus wizard was not delivering the proper amount of insulin they needed. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.